Event description:
The account alleges that during use the device leaked from blood leakage from the three-way stopcock in front and rear of the a-line flash device. A new device was used to complete the procedure without issue. The device was discarded.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.